Event description:
It was reported that a web device was chosen to treat an aneurysm and passed the pre-test with the detachment controller. The device was advanced to the aneurysm, where its deployment was initiated with proper positioning, confirmed by projections. Subsequently, the device was released by connecting it to the releaser. However, after three attempts, the device was not released correctly. It was decided to remove the web device and the case was completed with an embolization coil implant. There was no injury or intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer, but it has not yet been returned for evaluation. The alleged product issue could not be confirmed. If the device is returned at a later date, the investigation will be re-opened and a supplemental report will be submitted.